Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
The consumer reported that a piece of metal popped through the skin so the implant was replaced. The patient was indicated for urinary dysfunction/ sacral nerve stim. There was no further information provided. If additional information is received, a follow up report will be sent.